Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that following implant of this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead, non-physiologic signals were observed on the ventricular channel. The signals were oversensed resulting in pacing inhibition. The pocket was reopened and the lead to device connections were observed to be acceptable. Boston scientific technical services (ts) discussed potential air bubbles that would dissipate. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen one day later and no additional noise was observed. The noise was suspected to be related to potential hemodynamic fluid in the header. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.